Event description:
A pt went into ve3ntricular fibrillation while undergoing cardiac catheterization, angioplasty, and stenting procedure. A zoll defibrillator was charged to 120 joules and the pt was shocked in order to try and convert them to a normal sinus rhythm. Defibrillation was unsuccessful so cardiopulmonary resuscitation was initiated (ambu bag and chest compressions). The zoll was then charged up to 200 joules and defibrillation attempted, but again the pt did not respond. Defibrillation was attempted three more times at 200 joules (the maximum joules for this zoll model) without success. The zoll was then changed out for another defibrillator. A pt was shocked at 360 joules and converted to normal sinus rhythm. Cardiac catheterization angioplasty and stenting were then completed. After this event the zoll EKG print out was examined and it was noted that when the zoll was set for 120 joules it only delivered 90 joules. In the second attempt the zoll was set for 200 joules but only delivered 139 joules. In the third attempt the zoll was again set for 200 joules but only delivered 161.7 joules. The actual joule readings for the fourth and fifth defibrillation attempts with the zoll are not known. The pt suffered no ill consequences as a result of this event. The pt was discharged from the hosp two days later.